Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it occurred during a laparoscopic sleeve gastrectomy procedure. When the green button was pushed to fire the manual stapling handle the stapler did not fire. The reload could not be used on the patient. There was a temporary injury and tissue damage as a result of the event. A small disease, a micro perforation of less than one inch, occurred on the tissue because of the force exerted on the device to fire on the corpus of the stomach. In order to resolve the issue and complete the case, a new manual stapling handle and reload was opened. The stapler was put further inside of the diseased area across the pylori. This may have caused a stenosis. The surgical time was extended over thirty minutes to replace the devices. There was a patient injury. The patient had a complication that occurred two weeks after the procedure.